Manufacturer narrative:
Initial reporter phone #: (B)(6). (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd saf-t-intima¿ IV catheter safety systems experienced safety mechanism failure during use. The following information was provided by the initial reporter: when inserting the cannula the needle did not re-sheath.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9309258. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trend h3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd saf-t-intima¿ IV catheter safety systems experienced safety mechanism failure during use. The following information was provided by the initial reporter: when inserting the cannula the needle did not re-sheath.